Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the transmitter and pump were not being worn within line of site. The customer was instructed to move the pump and transmitter within line of sight and to wait 15 minutes for the devices to reconnect. The customer indicated that this action would be performed, and did not have further contact with tandem technical support regarding this issue.